Event description:
The customer reported a frozen display and unresponsive buttons. The customer stated that the insulin pump had the alarm battery out limit on the screen but she was unable to clear it. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no off no power, low battery or battery out limit alarms noted. The insulin pump had missing end cap sticker.